Event description:
A voluntary MDR/medwatch report was received on 03/13/2026. It was reported that an unspecified malfunction occurred. The date of the event is an approximation. According to a report received via the maude database on 04/10/2024, the patient reported that the device ¿failed to warn¿ him of a hypoglycemic event, which is captured in this complaint. No continuous glucose monitor (cgm) values or blood glucose (bg) meter readings were reported. As a result of the event, the patient reportedly lost consciousness and was transported by ambulance to the emergency room (ER), where he received unspecified emergency treatment. Multiple attempts were made to contact the reporter to obtain additional information and clarification regarding the incident and reported outcomes; however, these follow-up efforts were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5183998. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.